Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that there were high impedances reported on the day of surgery: electrode 0: 40,000 electrode 3: 27,200 - 40,000 electrode 4: 22,530 - 40,000 electrode 5: 30,680 - 40,000 electrode 6: 29,450 - 40,000 electrode 8: 27,300 - 40,000 electrode 9: 13,260 - 40 ,000 electrode 11: 26,520 - 40,000. Impedance checks were wrong with patient multiple positions. Patient states stimulator not helping with his pain. Attempted to reprogram around high impedances. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller mentioned the patient (pt) had a rep come to their healthcare provider's (hcp's) office on friday or saturday morning for reprogramming, but when the rep responded, the pt's implant was not charged because pt had not charged in awhile, so rep could not interrogate the implant. Rep had pt charge for 24-48 hours and then suggested caller get in contact with patient services (pats) to request rep back to facility for reprogramming. Technical services (tss) reviewed role of rep, provided nas, and transferred to nas. Pt is reporting that group a is not working and he can barely feel stimulation. Pt reported through caller that they recently had stim adjusted and pt has also tried adjusting stim and still no relief or feeling of stimulation.